Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level below 36 mg/dl. Customer¿s blood glucose level was 39 mg/dl at the time of incident. Customer experienced blood glucose level of 376 and 246 mg/dl. Customer was treated with food. Customer declined to troubleshoot for low blood glucose level. Customer was not using auto mode feature. The insulin pump will not be returned for analysis.